Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the act buttons on the insulin pump is not responding properly while trying to rewind/prime. The customer stated that when she holds down the act button, she can hear it stop and start moving again. Customer did not recall any significant events leading to the keypad issue. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump has cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads and stained end cap sticker.